Manufacturer narrative:
Subject sample provided was evaluated confirming a split/tear identified approximately between 5cm towards the bolus end tip area. The black discoloration also observed to start towards the bolus end tip. At the area passed the 5cm marked location, the tube appeared to have expanded to form a balloon shape which burst in radially causing a separation of the tube into two pieces. The distal end exhibited to have some blackish/ whitish hardened foreign material residue. The proximal end did not exhibit any build-ups. The distal end piece exhibited to have clogged and was difficult to unclog during decontamination and cleaning. The root cause of the reported issue could not be conclusively determined. However, this seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 18 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 10 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The failure analysis lab received a nasogastric tube sample with clog/ballooned/tube breaks.